Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced irritation around sensor patch adhesion site. Patient treats irritation with cortisone cream. Patient sought medical intervention from doctor. Doctor referred patient back to dexcom. No further medical intervention was necessary. At the time of the call with dexcom technical support, patient feeling fine.

Manufacturer narrative:
(B)(4).